Manufacturer narrative:
A ge service rep performed an on site investigation. The reported error could not be duplicated. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 sys presented a filament error. There was no report of pt injury.